Event description:
It was reported that this right ventricular (rv) lead was suspected to have a microdislodgement since the r waves were at 2.2 mv, and during implant it measured at 15 mv. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information and correction. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have a microdislodgement since the r waves were at 2.2 mv, and during implant it measured at 15 mv. To date, this lead remains in service. No adverse patient effects were reported. Additional information indicates that this patient was checked and there were no signs of dislodgement. No adverse patient effects were reported.